Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer's nurse complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was stago neoplastine cl plus. At 6:20 am the result from the meter was 6.0 inr. At 9:05 am the result from the laboratory was 3.8 inr. There was no adverse event. The customer's warfarin was adjusted based on the laboratory result. The customer's condition was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.